Event description:
Arrive clinical trial 020-039. It was reported that 557 days after a coronary drug eluting stenting treatment procedure, the pt experienced a target vessel reintervention (tvr). Target lesion 1 was 12mm long and was identified in the mid left anterior descending (mid lad) artery with 80% stenosis and a 3.5 mm reference vessel diameter. The physician treated the lesion with direct stent placement using a taxus express2 8.8% 3.5x16mm drug eluting stent. Residual stenosis was 0%. The pt was discharged the next day on plavix and aspirin. History and physical report (sep 2005) noted that the pt underwent a myocardial perfusion scan on 05/ aug/2004, which was "suspected" normal at rest and with stress. It was noted that the patient ran out of her medications, including aspirin and plavix, on 20/sep/2005. That same morning she experienced back and left arm pain along with dyspnea relieved with nitroglycerin. The pt had recurrent symptoms on sep/2005. The next morning, the pt had substernal chest pain; therfore, she presented to the e.r. ECG the next day revealed normal sinus rhythm and nonspecific st segment abnormality. Cardiac catheterization on the next day revealed lmca 20-30% mild to moderate distal disease, lad patent previously placed stent; 80% moderate to severe ostial and proximal disease; 70% distal disease, lcx patent previously placed stent with 20% mild disease in the distal end; mild diffuse disease distal to the stent; 90% severe proximal to ostial disease of the ramus; 70% moderate proximal disease of m1; 60-70% moderate proximal diffuse disease of om2, rca 40% significant proximal disease followed by a tandem 80% lesion; diffuse mid disease; 70-80% diffuse distal disease; pda or rpl appeared to be functionally occluded as there was no significant septal collateralization (per cath report), lvef 65% with no significant mitral insufficiency, ivus was also performed which revealed proximal and ostial lad to be severely diseased all the way into the lmca with up to 90-95% stenosis. Recommendations were made for CT surgery consult. In post cardiac catheterization, the pt was noted to be hypertensive. She was given lopressor followed by vasotec and was transferred to the postprocedure unit in stable, but guarded condition. On 29/sep/2005, the patient was transferred to the study site to undergo CABG. Troponin value was noted to be slightly elevated and history and physical notes states that patient had a probable non-q-wave mi (site confirmed cardiac enzymes did not meet guideline criteria for an mi). Five hundred and fifty seven days post initial procedure, the pt underwent CABG x 3 including: lima to lad, reverse svg to om1, reverse svg to om2. Five days later, the pt was discharged on aspirin. In the opinion of the physician, the relationship of the tvr to the taxus stent is probable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information became available; a supplemental medwatch report will be filed.